Event description:
It was reported that it was not noted that during device preparation the stent was pulled off the delivery system during removal of the stylet; thus, the stent delivery system was taken to the moderately calcified saphenous vein graft to circumflex lesion. During balloon inflation, it was noted that the stent was not on the delivery system. At that point, the stent was found on the table attached to the mandrel. There was no adverse patient sequela and no clinically significant delay in procedure. A 4.0x18mm vision stent was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. The vision instructions for use (IFU) states that prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Although inspection prior to use may have prevented use of the device and identified if the stent may have been dislodged during the preparation process, it does not appear to have contributed to the reported stent dislodgement. Based on the information reviewed, there is no indication of a product deficiency.